Event description:
It was reported that the death was not considered to be device related. The device operated as expected for whole time of support. The cause of death and details of death were not provided by the customer.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. No further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 06jun2018. The heartmate 3 lvas IFU lists adverse events that may be associated with the use of heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient passed away, and the cause was unknown. It is unknown if the device operated as intended or if the outcome was device or therapy related. It is unknown if an autopsy was performed or if the device was explanted. It is unknown if the device will be returned for evaluation.